Event description:
The article, "catastrophic right coronary artery dissection after surgical removal of coronary chimney stents following valve-in-valve transcatheter aortic valve implantation", was reviewed. The article presented a case study of a 64-year-old female patient with a history of surgical aortic valve replacement with a mitroflow prosthesis. On an unknown date the patient presented with prosthetic valve dysfunction and underwent a valve-in-valve transcatheter aortic valve implantation and chimney stenting with two drug-eluting stents. Approximately 6 months later the patient presented with exertional angina. Coronary angiography (cag) showed patent chimney stents and prosthetic valve dysfunction with a maximum transprosthetic gradient of 130mmhg. The decision was made to perform a redo surgical aortic valve replacement. Both chimney stents were removed, and the aortic root was enlarged with a dacron patch. A 23mm st jude mechanical prosthesis was selected for implant. The device was implanted. During reconstruction of the right coronary artery (rca) ostium, an iatrogenic dissection occurred, required emergent coronary artery bypass grafting with a saphenous vein graft (svg) to the posterior descending artery. The patient's postoperative course was complicated by cardiogenic shock that required central veno-arterial extracorporeal membrane oxygenation. Cag demonstrated preserved left main coronary artery and extensive right coronary artery ostial dissection with svg occlusion. Because of progressive multiorgan failure, conservative management was pursued, and the patient passed away ten days later. [The primary and corresponding author was paula vela martín, arnau de vilanova university hospital, av. Rovira roure 80, lleida 25198, spain, with corresponding email: pvela.lleida.ics@gencat.cat.]

Manufacturer narrative:
Follow-up report will be submitted with all additional relevant information b3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Manufacturer narrative:
As reported in a research article, a 23 mm mechanical prosthesis was implanted in a 64-year-old female patient with a history of surgical aortic valve replacement. During reconstruction of the right coronary artery (rca) ostium, an iatrogenic dissection occurred, required emergent coronary artery bypass grafting with a saphenous vein graft (svg) to the posterior descending artery. The patient's postoperative course was complicated by cardiogenic shock that required central veno-arterial extracorporeal membrane oxygenation. Cag demonstrated preserved left main coronary artery and extensive right coronary artery ostial dissection with svg occlusion. Because of progressive multiorgan failure, conservative management was pursued, and the patient passed away ten days later. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received and medical review performed at abbott, the most likely cause of patient death was cardiogenic shock progressing to multiorgan failure secondary to extensive right coronary artery dissection and failed revascularization. However, the exact cause of the reported patient effects could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. B3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided. Article title: "catastrophic right coronary artery dissection after surgical removal of coronary chimney stents following valve-in-valve transcatheter aortic valve implantation".

Event description:
The article, "catastrophic right coronary artery dissection after surgical removal of coronary chimney stents following valve-in-valve transcatheter aortic valve implantation", was reviewed. The article presented a case study of a 64-year-old female patient with a history of surgical aortic valve replacement with a mitroflow prosthesis. On an unknown date, a 23mm st jude mechanical prosthesis was selected for implant for redo surgical aortic valve replacement. The device was implanted. During reconstruction of the right coronary artery (rca) ostium, an iatrogenic dissection occurred, required emergent coronary artery bypass grafting with a saphenous vein graft (svg) to the posterior descending artery. The patient's postoperative course was complicated by cardiogenic shock that required central veno-arterial extracorporeal membrane oxygenation. Cag demonstrated preserved left main coronary artery and extensive right coronary artery ostial dissection with svg occlusion. Because of progressive multiorgan failure, conservative management was pursued, and the patient passed away ten days later. [The primary and corresponding author was (B)(6).